Event description:
Pt underwent a laparoscopic myomectomy for a 9 cm pedunculated subserosal fibroid. Pt removed stable and was discharged home the following morning. On postoperative day #4 pt presented with fever, abdominal pain and free air under the diaphragm. At second look a 1.5 cm circular defect was noted in the anterior sigmoid colon. Third look was required, but pt ultimately survived and was discharged with long-term antibiotic.